Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with a concentration and dose of 1000 mcg/ml at 379.8 mcg/day via an implantable drug delivery pump for intractable spasticity. It was reported that at the last pump refill about 4 weeks ago (from (B)(6) 2020) they put 1000 mcg/ml of baclofen in the pump instead of the 500 mcg/ml that was programmed but the information was not changed on the programmer. This resulted in the patient getting double their typical dose of 379.83 mcg/day. The hcp stated that the patient was "doing great, is more alert, and doesn't sleep as much" and they did not suffer any ill effects from the change in dose. The hcp inquired if they could correct the information on the programmer without changing out the drug in the pump. Reviewed with hcp how to change drug information and bypass a bridge bolus to correct the drug information. Reviewed dosing considerations. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) who reported that they will be seeing the patient for a refill in two weeks (from (B)(6) 2020). Although it was originally stated that they put 1000 mcg/ml of baclofen in the pump instead of the 500 mcg/ml that was programmed, the hcp indicated that they have not yet used the 1000 mcg/ml solution and they can dilute it to the appropriate dose. The serial number was unknown and the hcp stated they would update with that information when they see the patient next on (B)(6) 2020. They stated that the patient's weight was between (B)(6). The programming issue will be resolved when the patient sees the hcp on (B)(6) 2020 and the patient is clinically stable. No further complications were reported.